Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that the esc button was not responding. Customer's blood glucose was unknown. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was noted to the keypad traces. The insulin pump was received with a cracked belt clip slot, cracked reservoir tube lip, cracked reservoir tube, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.